Event description:
A customer reported an issue with the responsiveness of their pump's touchscreen, which had been ongoing for about six weeks. There was no adverse impact on the customer¿s blood glucose level. Technical support educated the customer that the delay in touchscreen responsiveness is due to the pump prioritizing certain tasks. They provided tips for better interaction with the touchscreen, and the customer understood and acknowledged the explanation.